Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that infusion set cannula was bent which led to high blood glucose level and hospitalization during hospitalisation, the patient received fluids of saline and insulin as corrective treatment which resolved the issue. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available